Manufacturer narrative:
Additional information: b1, b2, b5, h1, h6 and h10. B5: upon follow up it was reported the patient experienced a use error which resulted in peritonitis. The use error was further specified as "over rotated the transfer set and damaged it". On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome and action with pd therapy was not reported. It was not reported if the patient was retrained on the proper technique. H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was damaged. The event was further described as "over rotated the transfer set and damaged it." This occurred during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.